Event description:
Information was received indicating that a smiths medfusion 4000 pump malfunctioned. The pump shut down and gave a biomed error when it was unplugged. The pump shut off after it was unplugging. The pump was infusing milrinone using 60 ml syringe. There were no adverse events reported.